Manufacturer narrative:
Additional information was received that the patient underwent an explant due to magnetic resonance imaging (MRI). It was also the preference of the physician and the patient to explant the device. There was no device malfunction. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had difficulty charging the ipg after a recent non-device related surgery wherein it was unknown if electrocautery was used during the procedure. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had difficulty charging the ipg after a recent non-device related surgery wherein it was unknown if electrocautery was used during the procedure. The patient will undergo an ipg replacement procedure.